Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter would not deflate after the first inflation was performed. Reportedly, after the first inflation was held for approximately three to four minutes, the pta balloon could not deflated. The physician was then able to puncture the pta balloon by advancing a needle through the patient's skin. Once the pta balloon was punctured with the needle, the balloon deflated and the device was removed from the patient without further incident. No patient injury.